Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day as the onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient began an unspecified treatment for the event. On an unreported date during treatment, a pd solution peritoneal lavage was performed. At the time of this report, the patient had not recovered from the event. Dianeal therapy was ongoing. No additional information is available.